Manufacturer narrative:
Covidien reference number: (B)(4). The customer service engineer verified the reported issue of the top screen being intermittently blank and replaced the top graphic user interface liquid crystal display (gui lcd) panel to resolve the issue. The ventilator then passed all performed tests and calibrations as per manufacturer's specifications.

Event description:
It was reported that the ventilator had a blank display. There is no reported patient involvement associated with this event.